Event description:
It was reported that during follow up angiogram 2 months after subject stent implantation procedure, angio revealed that coils had migration through the subject stent and were in the parent vessel-a2 division of the aca. The subject stent was still in place. Patient was stable/intact but presented with some symptoms including vertigo and headaches. The physician was unsure how or why this happened and whether it is the coils, subject stent or both at fault. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that 'patient underwent stent assisted coiling and presented on 8/19 for a follow up angio. Angio revealed that coils had escaped from behind the subject stent and where in the parent vessel-a2 division of the aca. The stent was still in place. The physician is unsure how or why this happened and whether it is the coils, atlas or both at fault. In the follow-up responses the physician replied that they do not 'believe the device was explicitly defective but does feel like the device failed at its purpose of keeping the coils within the aneurysm'. The reported 'patient neurological deficit' is listed in the dfu as one of the anticipated outcomes of these types of procedures. Therefore, an assignable cause of anticipated procedural complication will be assigned to this as reported event. An assignable cause of undeterminable will be assigned to the as reported event of 'stent does not support coil mass'.

Event description:
It was reported that during follow up angiogram 2 months after subject stent implantation procedure, angio revealed that coils had migration through the subject stent and were in the parent vessel-a2 division of the aca. The subject stent was still in place. Patient was stable/intact but presented with some symptoms including vertigo and headaches. The physician was unsure how or why this happened and whether it is the coils, subject stent or both at fault. No further information is available.